Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after opening the packaging for an 8mm x 40mm smart control vascular self-expanding stent (ses) delivery system, it was found that there were two black dots on the handle of the delivery system. The device was not used, and an unknown stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a lesion in the iliac artery. The device was stored and prepared according to the instructions for use (IFU). During the inspection, the two black dots were not observed to be moving freely inside of the packaging. No damage to the device could be observed. The device will be returned for evaluation. One photo was obtained and reviewed. In the photo, two black particles of an unknown origin can be observed in the packaging of the unit. In the photo, it is not possible to confirm if these particles are inside the packaging or outside the packaging. The sterility of the packaging is not possible to confirm. No other outstanding details nor anomalies could be observed. The device was then returned for analysis. A non-sterile ¿pkg assy 8x040 smart vas120cm¿ was received coiled inside of a clear plastic bag. The packaging was not returned. The product was and laid on a tray to proceed with the product evaluation. The unit was inspected observing that the stent is not deployed, and it is properly mounted on the device. The locking pin was returned securing the rotation dial in the manufacturing position. Two kinks on the device were noticed located approximately 110 and 118 cm from the distal tip. No foreigner material was observed. No other outstanding details were observed. Based on the image provided, the reported ¿stent delivery system (sds) foreign material¿ was noted as two black dots can be seen on the image of the device; however, it is unclear if it is inside the sterile packaging or located on the outside. Unfortunately, when the product was returned and decontaminated, there was no packaging available and the reported ¿stent delivery system (sds) foreign material¿ cannot be confirmed. Therefore, the exact cause cannot be determined. There was nothing noted on the device when returned other than two kinks which may have occurred during shipping and handling. According to the instructions for use, which is not intended to mitigate risk, ¿the cordis s.m.a.r.t. Control nitinol stent system is intended for single use only. Do not resterilize and/or reuse the device. This product is designed and intended for single use. It is not designed to undergo reprocessing and resterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Do not use if the pouch is opened or damaged. Use the stent system prior to the ¿use by¿ date specified on the package.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after opening the packaging for an 8mm x 40mm smart control vascular self-expanding stent (ses) delivery system, it was found that there were two black dots on the handle of the delivery system. The device was not used, and an unknown stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a lesion in the iliac artery. The device was stored and prepared according to the instructions for use (IFU). During the inspection, the two black dots were not observed to be moving freely inside of the packaging. No damage to the device could be observed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.